Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold , wear abrasion and yellow particles in the surface of the shell. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify, crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, to a fold flaw opening.

Event description:
Healthcare professional reported, deflation against right device. Device has been explanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.